Event description:
The procedure was coronary stenting of a left anterior descending artery lesion. The lesion was crossed with the cypher select plus 2.75x13 stent. However, the balloon did not inflate, as there was a fracture of the hub. Another cypher select plus 2.75x13 stent was selected and the same failure occurred. Eventually, the procedure was completed with another cypher stent without incident. There were no adverse effects to the pt.

Manufacturer narrative:
The stent system is available for eval and testing; however, it has not been received as of to date. Additional info will be submitted within 30 days upon receipt. The device cannot be legally distributed in the united states; however, it is similar to the cypher siromulus-eluting stent marketed in the united states. This is one of two devices involved with reported event, which is associated with mfg report number 9616099-2009-00307.